Event description:
The customer reported falsely elevated initial prostate-specific antigen (psa) results, for two patients, involving the access 2 immunoassay system. This report is one of three referencing the patient on the event date noted. The customer stated the falsely elevated result was released out of the laboratory and questioned by the physician as the value did not correlate with the patient's clinical condition. There was no report of patient injury or change in patient treatment associated with this event. Subsequent testing of the patient's sample, on the same instrument, produced lower results within the normal reference range. The laboratory determines psa results of less than (<) 4 ng/ml to be normal. The patients' samples were collected in 16x100 mm serum separation tubes and analyzed on the same day. No sample integrity issues were noted. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) replaced the main pipettor probe and the upper and lower precision pump seals. The fse noted high sensitivity system check was not within specifications. On (B)(4) 2014, the fse replaced the mixer rollers and pinch rollers. The fse also replaced the substrate probe, vacuum bottle, and the peristaltic pump tubing (the substrate probe and peristaltic pump tubing were replaced due to kink). The fse verified alignments and the wash carousel bearings were within specifications. The fse completed system check and high sensitivity system check; both passed within specifications. The fse verified quality control (qc) was within the laboratory's established limits and completed a successful 15-replicate precision test. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware is the likely cause of the event as repairs resolved the reported issue. However, a specific hardware component was not identified as the singular cause of the event. All related medwatch reports associated with this incident: 2122870-2014-00398, 2122870-2014-00399, 2122870-2014-00403.